Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's display went blank immediately after falling into a swimming pool. Blood glucose level at the time of the incident was 105 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.